Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the tip of the penumbra system ace 60 reperfusion catheter (ace60) was kinked upon removal from the packaging. The damage to the ace60 was found prior to use. Therefore, the ace60 was not used in the procedure. The procedure was completed using a new ace60. There was no report of an adverse effect to the patient.